Manufacturer narrative:
H10: calibration-calibration failed (unable to calibrate, did not calibrate, failed to maintain)-touchscreen is not a reportable event. H11:updated contact information, contact office entity, and manufacturing site.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the touchscreen was malfunctioning. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.